Event description:
It was reported a device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman laa closure device was implanted. The patient returned for their 45-day follow-up transesophageal echocardiogram (tee) where it was noted the closure device was no longer in the laa. The closure device was located in the descending aorta. The patient was unaware and did not have symptoms from this. The plan is to perform a peripheral procedure to capture the closure device and snare it out of the patient.

Manufacturer narrative:
H6: correction to evaluation conclusion codes - the evaluation conclusion was updated from 'known inherent risk' to 'failure to follow instructions'. Media was received and reviewed by a member of boston scientific medical safety. The media consisted of a series of still images from a tee, as well as video clips of device post implant. The patient reportedly experienced an embolization incidentally noticed at 45 day tee. The implant imaging shows suboptimal device placement with large shoulder and possible canting of the device on the mitral edge, best seen in 135 degree view.

Event description:
It was reported a device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman laa closure device was implanted. The patient returned for their 45-day follow-up transesophageal echocardiogram (tee) where it was noted the closure device was no longer in the laa. The closure device was located in the descending aorta. The patient was unaware and did not have symptoms from this. The plan is to perform a peripheral procedure to capture the closure device and snare it out of the patient.